Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced and calibrated. It was also confirmed that the left keyboard hinges were broken. (B)(4).

Event description:
It was reported there was noise on the ECG (electrocardiogram) cables, and the programmer had broken plastic on the case. The programmer was returned for repair and test/calibration. There was no patient involvement.